Manufacturer narrative:
Analysis was normal. The device was interrogated with a programmer and had not reached eri. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified output issue was observed. The device was explanted prophylactically following the advisory and replaced. There was no eri alert or allegation of premature battery depletion. No further information was provided.